Event description:
I was using your paradigm pump that now has issues. I was hospitalized in ICU for three days. I now have dka, which is what usually kills diabetics. My kids suffered from trauma. I lost three days of my life and being able to care for my kids on my own. I am asking for a settlement of (B)(6) for everything that has gone on due to your company's carelessness of monitoring. This includes payment for the trauma caused to my kids for fear of losing their only parent. If I do not hear something from you within 30 days then I will be forced to take higher action. I am willing to give you all the information that you need to help with this settlement. You can get a hold of me via (B)(6). I will be waiting to hear from you and/or medtronic on this topic. (B)(6).